Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that intermittent capture was observed on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. The patient was stable.